Event description:
"...Ventilator was noted to have flicked into the blue / white start-up screen while ventilating patient, the patient was removed from the ventilator and hand bagged... Whilst a new ventilator was sourced. 6190 continued in the start-up screen, making the noise, and couldn't be turned off from the front power supply (or silenced). Finally it was turned off after several attempts using the rear power supply button.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Customer reported to hamilton ag: "...ventilator was noted to have flicked into the blue / white start-up screen while ventilating patient, the patient was removed from the ventilator and hand bagged... Whilst a new ventilator was sourced. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
"...Ventilator was noted to have flicked into the blue / white start-up screen while ventilating patient, the patient was removed from the ventilator and hand bagged... Whilst a new ventilator was sourced. 6190 continued in the start-up screen, making the noise, and couldn't be turned off from the front power supply (or silenced) finally it was turned off after several attempts using the rear power supply button.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: in this case the ventilation continued and the connection loss only concerned the interaction panel (ip). This type of failure (tn 556951 and tn 556952 ) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardwareparts, which solved the failure in the short term. The root cause / the replaced hardware components may differe between each cases. However they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant. The allegation in cer 80329 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in cer 80329 as it will be deemed a reportable event.